Manufacturer narrative:
(B)(4) d10. Bioloxâ® delta ceramic taper liner, size ii / 36 i.d. For use with 52 mm o.d. Size ii shell item# 00877501036 lot# 2540531. Bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530 lot# 62869690. Bone screw self-tapping 6.5 mm dia. 35 mm length item# 00625006535 lot# 62804916. 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners item# 00875705201 lot# 62733014. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial surgery, and subsequently, underwent a revision approximately 10 years and 9 months post-implantation due to dislocation. During the procedure, the ceramic liner was removed and a constrained liner with a delta option +3.5 mm was implanted. Diligence is completed and no further information on the reported event has been provided.